Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases. A leak test was performed which identified, no leakage. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.

Event description:
Patient clarified, "capsular contracture", baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, lymphadenopathy.

Event description:
Patient reported right side "capsular contracture" baker grade unknown, concerns with the product, and "swollen lymph nodes." The device remains implanted.